Event description:
The company received a report of the following: "through a me reported the laryngoscopic oral tracheal intubation was a little bit difficult to a slightly obese patient, a tube was intubated successfully. After intubation a cuff was inflated by injecting 10 ml of air with syringe to fix it to the patient and a respiratory apparatus was connected to it. After five minutes passed a nurse heard a sound of cuff burst. It was reported the customer checked and managed a cuff pressure as a rule after injecting 10 ml of air with syringe into the cuff." The reporter did not confirm if recannulation of a replacement tube was confirmed. Multiple attempts have been made to collect further information with no response.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is returned and significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.